Manufacturer narrative:
This complaint was submitted later than required because the incident, initially reported by the customer to a jaeger employee on 21-mar-2025, was not escalated to the appropriate department until 16-may-2025. The device was not returned for an investigation. A prior CAPA investigation identified the root cause of this type of event as improper handling of the ultrasonic sensor (uss). Specifically, the uss was used as a handle to reposition the support arm, rather than using the designated handle. This misuse can loosen the mechanical connection between the uss and the fpv, compromising the sensor¿s ability to remain in place. As a corrective action, the instructions for use (IFU) were updated to emphasize proper handling procedures. The customer was informed regarding the proper handling of the device in accordance with the IFU. The risk evaluation results an acceptable health risk.

Event description:
It was reported that after the patient was seated for a lung function test, the clinician lowered the arm holding the ultrasonic flow sensor into position. During this process, the sensor head became dislodged from the arm and struck the patient on the forehead. The patient was placed under observation for 24 hours and, aside from experiencing mild dermatologic irritation and a transient headache the following day, sustained no harm. There were no bruising or cuts observed the following day.